Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) guided the customer to reach out the pharmacy to cut the order so the new order can be pulled from and no further investigation required for this device. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication because the system restricted the profile quantity to 0.1. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.